Manufacturer narrative:
The customer¿s report that the pcu front case was unresponsive and needed to be replaced was confirmed on the returned keypad. External and internal inspection was performed on and the keypad was observed to be in good condition with no issues observed. An internal inspection was performed on the returned keypad. Each layer of the front case was removed and inspected for anomalies. During internal inspection, the front case/keypad assembly was observed with a broken flex cable trace (20 for power) and contamination along the flex cable. Logs were not provided or deemed necessary for this investigation. Test results identified the received keypad¿s ac indicator light not illuminating as expected and the system on key was not functioning as intended. Further testing observed the rest of the keys were able to function as intended. Previous cad failure investigations have identified this issue to be associated with fluid entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. An extensive investigation for this issue has been previously performed and bd has initiated a recall of the pcu keypad assembly in (B)(6) of 2020 for the issues of unresponsive keys or stuck keys that induce a system error. The recall covered devices that were manufactured from 07apr2017 to the present. Bd¿s recommendation during the cleaning process is to not allow the cleaner to collect on the device and to not use an oversaturated cloth. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. Only the front case assembly with keypad was provided for investigation.

Event description:
It was reported that point of care unit (pcu) front case was unresponsive and needed to be replaced.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that point of care unit (pcu) front case was unresponsive and needed to be replaced.